Event description:
The report stated that during a intradiscal electrothermal annuloplasty the disctrode coil did not heat up. The procedure was aborted and during the removal of the coil it was observed that the tip of the disctrode had broken from the device and remained in the pt. This was confirmed from an x-ray.

Manufacturer narrative:
Valleylab reference #us200708-1332. Although the incident device was not returned for evaluation, the reported condition may be caused by incorrect repositioning of the disctrode. The IFU states do not move the disctrode cannula introducer while the disctrode rf catheter electrode extends beyond the disctrode cannula introducers tip. If a new trajectory must be set, first retract the disctrode rf catheter electrode, so it no longer extends beyond the disctrode cannula introducers tip, then, reposition the disctrode rf catheter electrode using the aforementioned techniques. During withdrawal of the disctrode rf catheter electrode, do not attempt to further withdraw the electrode if significant resistance is felt. To remove from the pt, remove the disctrode rf catheter electrode and disctrode cannula introducer as one unit to prevent the possibility of severing the disctrode rf catheter electrode tip inside the disc.